Manufacturer narrative:
Follow-up #1: date of submission 02/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2017 with the following findings: a review of the black box showed a call service 012 and 054/052 alarms. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no alarms were emitted. The pump cover was removed to find no intermittent conditions to the printed circuit board or the continuous glucose monitoring module. The complaint was verified in the history but not duplicated during testing. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.